Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus was delivered to address the bg level. The customer had changed out all of their supplies prior to contacting tandem technical support. As the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.